Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). During the procedure, patient was given penicillin and they are highly allergic to this antibiotic. Patient reports being given at least 5% through an IV and they are concerned. Patient has been working with their doctor's office. No device issue and no further patient complications have been reported as a result of this event.

Event description:
Additional information was reported. Health care professional reported the infection was not diagnosed and penicillin was not given prophylactically. No further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.